Event description:
Event description guidant received information that this pacemaker was pacing at the maximum sensor rate (msr). When the device was programmed to ddd mode, pacing reverted back to the lower rate limit at 70ppm. Also, when the device was programmed to dddr mode, pacing when back to msr with the patient sitting still. The patient was asymptomatic. The device was explanted and replaced without further incident.